Event description:
The customer stated that she woke up with a blood glucose of 480 mg/dl, and a frozen display on the insulin pump. The customer stated that she treated with four units of insulin. The customer also stated that the buttons were not responding. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify any alarms or the frozen screen due to the blank display.